Event description:
It was reported that pump insulin gauge displayed fill estimate different than expected, with pump showing 65 units while caller expected 200 units, and gauge continued to change as insulin was delivered. There was no reported impact to the customer¿s blood glucose level. Customer had not completed cartridge air removal steps, so technical support instructed customer to remove air properly before filling cartridge, and customer chose to continue using current cartridge and was advised to follow up if needed.